Manufacturer narrative:
H3, h6: we have now concluded our investigation into the complaint reported. The device was used for treatment. The returned device underwent a product evaluation. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device entered a non-recoverable error state for safety reasons. The root cause was determined as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Since no patient injuries were reported, no further clinical/medical assessment is warranted. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt at a patient home utilizing a pico 7, it was noticed the dressing has not been compressed and pump was not working with no indicator lamps were illuminated. It was unknown when the pump stopped working but it has not passed 7 days yet. A piece of gauze was temporally applied on the wound, and two days later, npwt with a new pico 7 was restarted when a doctor visited the patient home. No patient harm. No delay was reported.